Event description:
It was reported that pump battery depleted too quickly and that pump shutdown occurred, which reset insulin on board and maximum hourly bolus settings, and customer¿s blood glucose reading went to a high value above meter range, though exact value was unknown. Customer gave correction insulin using injections and did not need help from any third party, and was able to resume insulin delivery after pump restart. Technical support explained that battery use of about one quarter per day was within normal range and educated customer on pump behavior when it turns off, and customer understood and acknowledged this information.